Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: at the first firing, the device stopped in the middle and could not complete the firing. Using the blade knife of our competitor. Add'l resection was required for release of device. Reported no problem regarding the tissue characteristics. New one was opened to complete the case with no problem. It is unk if reinforcement material was used.

Manufacturer narrative:
(B)(4).